Manufacturer narrative:
H.6. Investigation: no samples (including photos) from unknown lot numbers were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for foreign matter & needle dull. H3 other text : see h.10

Event description:
It was reported that bd ultra fine¿ pen needle had a protrusion and the needle was dull. This was discovered during use. The following information was provided by the initial reporter: material no: 320119 batch no: unknown it was reported that the consumer noticed protrusion on both end of the tip of the needle. Called to describe what is he means by protrusion. He stated it looks like the metal when cut if angle to make sharp. Little piece of metal hangs out. It has been happening for several weeks. Harder than usual to prick himself. He saw needle had bubble and he wiped of the fluid, it was indeed frawn of the metal. Occurrence-unknown. He does not do priming. He used to do the priming in the past. He visually tests the needle to see if it is straight. He re-uses the needle several times. About 4 to 5 times. He is aware of not to re-use the needles. He does rotate the skin site for injection and firmly attaches the pen needle to the pen. Advised consumer not to re-use the needle. Consumer reported it was difficult piercing thru the skin during injection it was dull. He was injecting on his leg. He bled more this time. When I verified if he had bled in the past he said no. He cleaned the blood with the kleenex. When he looked at the tip with the magnifying glass, he noticed protrusion on both end of the tip. This has never happened before, he has been using the mini pen needle for long time. Incident date(B)(6)2019; occurence-5; it happened with the 5 pen needles one after one.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra fine¿ pen needle had a protrusion and the needle was dull. This was discovered during use. The following information was provided by the initial reporter: material no: 320119, batch no: unknown. It was reported that the consumer noticed protrusion on both end of the tip of the needle. Called to describe what is he means by protrusion. He stated it looks like the metal when cut if angle to make sharp. Little piece of metal hangs out. It has been happening for several weeks. Harder than usual to prick himself. He saw needle had bubble and he wiped of the fluid, it was indeed frawn of the metal. Occurrence- unknown. He does not do priming. He used to do the priming in the past. He visually tests the needle to see if it is straight. He re-uses the needle several times. About 4 to 5 times. He is aware of not to re-use the needles. He does rotate the skin site for injection and firmly attaches the pen needle to the pen. Advised consumer not to re-use the needle. Consumer reported it was difficult piercing thru the skin during injection it was dull. He was injecting on his leg. He bled more this time. When I verified if he had bled in the past he said no. He cleaned the blood with the kleenex. When he looked at the tip with the magnifying glass, he noticed protrusion on both end of the tip. This has never happened before, he has been using the mini pen needle for long time. Incident date- (B)(6) 2019; occurence- 5; it happened with the 5 pen needles one after one.